Event description:
It was reported that a spectrum iq pump over-infused during therapy occurred in the progressive care unit, it was set to deliver 29.5 ml but delivered 37 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of over infusion. The device was tested for flow rate accuracy and deliver within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.